Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Olympus provided service troubleshooting over the phone: the customer was able to reattach the top portion of the a2 connector to the cleaning basin. The customer confirmed that the device ran for a reprocessing cycle with no error codes. Based on the results of the investigation, it was determined likely that the connector was hit by some hard object, or loosen stress applied to the connector was accumulated. The connector may have been deteriorated by aging due to above, then was broken. However, the device was not returned for evaluation and the root cause could not be specified. Abnormality is detectable/preventable by performing the following inspection instruction: "chapter 5 inspection and preparation before use 5.6 inspecting the connectors. Check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning] do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the reprocessor had a broken a2 connector. The issue occurred during reprocessing. There were no reports of patient harm.